Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose and needed assistance with programming meter and transmitter. Blood glucose level at the time of the incident was 430 mg/dl and will be treating with insulin. It was not noted if customer was using the auto mode feature at the time of the event. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.

Event description:
Incident date has been changed to (B)(6) 2018.